Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5035583) on 09-may-2014. The most recent information was received on 24-dec-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. 20210352) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menstrual bleeding worse than before with a lot more clotting"), adnexa uteri pain ("pain in my left side around my ovary/tube"), menstrual disorder ("menstruation issues"), depression ("depression") and anxiety ("mental anguish") and experienced dizziness ("dizziness"), abdominal pain lower ("severe cramping"), weight fluctuation ("weight fluctuation"), hot flush ("severe hot flashes ( I nearly pass out)") and presyncope ("severe hot flashes ( I nearly pass out)"). The patient was treated with surgery (underwent a salpingectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder and depression outcome was unknown, the menorrhagia and adnexa uteri pain had not resolved and the dizziness, abdominal pain lower, weight fluctuation, hot flush and presyncope had not resolved. The reporter provided no causality assessment for abdominal pain lower, adnexa uteri pain, dizziness, hot flush, menorrhagia, presyncope and weight fluctuation with essure. The reporter considered anxiety, depression, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6)2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 24-dec-2018: summons received- new event menstruation issues, pelvic pain, abnormal bleeding, depression and mental anguish were added. New reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5035583) on 09-may-2014. The most recent information was received on 09-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device expulsion ('migration of essure device location of device: uterus'), embedded device ('essure device was embedded in the wall of the uterus on the right side'), endometritis ('endometritis'), pelvic pain ('pelvic pain/ pain') and genital haemorrhage ('abnormal bleeding') in a 27-year-old female patient who had essure (batch no. 20210352) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bronchitis, genital bleeding, breast mass, seizure, breast cyst excision and contusion. Concurrent conditions included post procedural bleeding, cramp in lower abdomen, urinary infection, cough, rhinorrhoea, palpitation, fibroadenoma, cellulitis, facial abscess, skin rash, dental caries, facial swelling, neck sprain, cervicalgia, pain in joint, shoulder pain, neck pain, head injury, syncope, neck stiffness, scalp tenderness, myalgia upper extremities, bipolar disorder and scarring. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6) 2010, nsaids since (B)(6) 2009, paracetamol (acetaminophen) since (B)(6) 2009, salbutamol sulfate (proair hfa) since (B)(6) 2012, salbutamol sulfate (proventil hfa) since (B)(6) 2017 and sertraline (B)(6) 2015 to (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain/ abdominal pain") and migraine ("migraines / headaches"), 30 days after insertion of essure. On (B)(6) 2010, the patient experienced menorrhagia ("menstrual bleeding worse than before with a lot more clotting/ abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression/ psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("mental anguish/ psychological or psychiatric problems condition: depression and mental anguishpsychological or psychiatric problems condition: depression and mental anguish"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2014, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd (gastroesophageal reflux disease)"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian pain ("pain in my left side around my ovary/tube"), adnexa uteri pain ("pain in my left side around my ovary/tube"), abdominal pain lower ("severe cramping"), menstrual disorder ("menstruation issues"), dizziness ("dizziness"), weight fluctuation ("weight fluctuation"), hot flush ("severe hot flashes ( I nearly pass out)"), presyncope ("severe hot flashes ( I nearly pass out)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device expulsion, embedded device, endometritis, abdominal pain, menstrual disorder, vaginal haemorrhage, dysmenorrhoea, depression, anxiety, migraine and gastrooesophageal reflux disease outcome was unknown, the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the ovarian pain, abdominal pain lower, menorrhagia, dizziness, weight fluctuation, hot flush and presyncope had not resolved. The reporter provided no causality assessment for abdominal pain lower, dizziness, embedded device, endometritis, hot flush, menorrhagia, ovarian pain, presyncope and weight fluctuation with essure. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, gastrooesophageal reflux disease, genital haemorrhage, menstrual disorder, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and adnexa uteri pain to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2009, (B)(6) 2009 one coil on left and one coil on right left essure was intact and right essure was broken, half in the tube and half in the wall of the uterus. The portion imbedded in the uterine wall will have to be removed at a later date as patient wanted to preserve her uterus at this time. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: negative CT scan of the abdomen and pelvis. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Pregnancy test - on (B)(6) 2010: negative. Ultrasound breast - on (B)(6) 2010: solid mass at the site of palpable abnormality at the 12 o'clock position in the left breast typical in ultrasound appearance for a fibroadenoma. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: abdominal pain, pelvic pain, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Added new event bladder problems, urinary problems, bladder infection, urinary tract infection, vaginal infection, vaginal discharge. Updated outcome for event abnormal bleeding to recovered. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device expulsion ('migration of essure device location of device: uterus'), embedded device ('essure device was embedded in the wall of the uterus on the right side'), endometritis ('endometritis'), pelvic pain ('pelvic pain/ pain') and genital haemorrhage ('abnormal bleeding') in a 27-year-old female patient who had essure (batch no. 20210352) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bronchitis, genital bleeding, breast mass, seizure, breast cyst excision and contusion. Concurrent conditions included post procedural bleeding, cramp in lower abdomen, urinary infection, cough, rhinorrhoea, palpitation, fibroadenoma, cellulitis, facial abscess, skin rash, dental caries, facial swelling, neck sprain, cervicalgia, pain in joint, shoulder pain, neck pain, head injury, syncope, neck stiffness, scalp tenderness, myalgia upper extremities, bipolar disorder and scarring. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6) 2010, nsaids since (B)(6) 2009, paracetamol (acetaminophen) since (B)(6) 2009, salbutamol sulfate (proair hfa) since (B)(6) 2012, salbutamol sulfate (proventil hfa) since (B)(6) 2017 and sertraline (B)(6) 2015 to (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain/ abdominal pain") and migraine ("migraines / headaches"), 30 days after insertion of essure. On (B)(6) 2010, the patient experienced menorrhagia ("menstrual bleeding worse than before with a lot more clotting/ abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression/ psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("mental anguish/ psychological or psychiatric problems condition: depression and mental anguishpsychological or psychiatric problems condition: depression and mental anguish"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2014, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd (gastroesophageal reflux disease)"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian pain ("pain in my left side around my ovary/tube"), adnexa uteri pain ("pain in my left side around my ovary/tube"), abdominal pain lower ("severe cramping"), menstrual disorder ("menstruation issues"), dizziness ("dizziness"), weight fluctuation ("weight fluctuation"), hot flush ("severe hot flashes ( I nearly pass out)"), presyncope ("severe hot flashes ( I nearly pass out)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device expulsion, embedded device, endometritis, abdominal pain, menstrual disorder, vaginal haemorrhage, dysmenorrhoea, depression, anxiety, migraine and gastrooesophageal reflux disease outcome was unknown, the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the ovarian pain, abdominal pain lower, menorrhagia, dizziness, weight fluctuation, hot flush and presyncope had not resolved. The reporter provided no causality assessment for abdominal pain lower, dizziness, embedded device, endometritis, hot flush, menorrhagia, ovarian pain, presyncope and weight fluctuation with essure. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, gastrooesophageal reflux disease, genital haemorrhage, menstrual disorder, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and adnexa uteri pain to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2009, (B)(6) 2009 one coil on left and one coil on right left essure was intact and right essure was broken, half in the tube and half in the wall of the uterus. The portion imbedded in the uterine wall will have to be removed at a later date as patient wanted to preserve her uterus at this time. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: negative CT scan of the abdomen and pelvis. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Pregnancy test - on (B)(6) 2010: negative. Ultrasound breast - on (B)(6) 2010: solid mass at the site of palpable abnormality at the 12 o'clock position in the left breast typical in ultrasound appearance for a fibroadenoma. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: abdominal pain, pelvic pain, vaginal bleeding lot number: 20210352, manufacture date: 2009-09, expiration date: 2012-09 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device expulsion ('migration of essure device location of device: uterus'), embedded device ('essure device was embedded in the wall of the uterus on the right side'), endometritis ('endometritis'), pelvic pain ('pelvic pain/ pain') and genital haemorrhage ('abnormal bleeding') in a 27-year-old female patient who had essure (batch no. 20210352) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bronchitis, genital bleeding, breast mass, seizure, breast cyst excision and contusion. Concurrent conditions included procedural bleeding, lower abdominal pain, urinary infection, cough, rhinorrhoea, palpitation, fibroadenoma, cellulitis, facial abscess, rash, dental caries, facial swelling, neck sprain, cervicalgia, pain in joint, shoulder pain, neck pain, numbness of head, syncope, neck stiffness, scalp tenderness, myalgia upper extremities, bipolar disorder and scarring. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6)2009 to (B)(6)2010 , nsaids since (B)(6)2009 , paracetamol (acetaminophen) since (B)(6)2009 , salbutamol sulfate (proair hfa) since (B)(6)2012 , salbutamol sulfate (proventil hfa) since (B)(6)2017 and sertraline (B)(6)2015 to (B)(6)2017. On (B)(6)2009 , the patient had essure inserted. On (B)(6)2010 , the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches") and abdominal pain ("pain/ abdominal pain"), 30 days after insertion of essure. On (B)(6)2010 , the patient experienced menorrhagia ("menstrual bleeding worse than before with a lot more clotting/ abnormal bleeding (vaginal, menorrhagia)"), depression ("depression/ psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("mental anguish/ psychological or psychiatric problems condition: depression and mental anguishpsychological or psychiatric problems condition: depression and mental anguish") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2014, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd (gastroesophageal reflux disease)"). On (B)(6)2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dizziness ("dizziness"), ovarian pain ("pain in my left side around my ovary/tube"), adnexa uteri pain ("pain in my left side around my ovary/tube"), abdominal pain lower ("severe cramping"), weight fluctuation ("weight fluctuation"), hot flush ("severe hot flashes ( I nearly pass out)"), presyncope ("severe hot flashes ( I nearly pass out)") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, device expulsion, embedded device, endometritis, genital haemorrhage, menstrual disorder, depression, anxiety, vaginal haemorrhage, migraine, dysmenorrhoea, gastrooesophageal reflux disease and abdominal pain outcome was unknown, the pelvic pain was resolving and the menorrhagia, dizziness, ovarian pain, abdominal pain lower, weight fluctuation, hot flush and presyncope had not resolved. The reporter provided no causality assessment for abdominal pain lower, dizziness, embedded device, endometritis, hot flush, menorrhagia, ovarian pain, presyncope and weight fluctuation with essure. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, gastrooesophageal reflux disease, genital haemorrhage, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and adnexa uteri pain to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6)2009, (B)(6)2009 one coil on left and one coil on right left essure was intact and right essure was broken, half in the tube and half in the wall of the uterus. The portion imbedded in the uterine wall will have to be removed at a later date as patient wanted to preserve her uterus at this time. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6)2016: negative CT scan of the abdomen and pelvis. Hysterosalpingogram - on (B)(6)2010: essure device was successfully occluded. Pregnancy test - on (B)(6)2010: negative. Ultrasound breast - on (B)(6)2010: solid mass at the site of palpable abnormality at the 12 o'clock position in the left breast typical in ultrasound appearance for a fibroadenoma. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: abdominal pain, pelvic pain, vaginal bleeding quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-jul-2019: pfs & mr received: new events migration of essure device location of device: uterus, device breakage, vaginal bleeding, migraines / headaches, dysmenorrhea, gerd, abdominal pain, essure device was embedded in the wall of the uterus on the right side, endometritis, were added. Updated pelvic pain to recovering/resolving. Reporters information, patients dob, demographics, race, date of removal, events onset date, lab data, medical history, concomitant condition and drugs were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5035583) on 09-may-2014. The most recent information was received on 09-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device expulsion ('migration of essure device location of device: uterus'), embedded device ('essure device was embedded in the wall of the uterus on the right side'), endometritis ('endometritis'), pelvic pain ('pelvic pain/ pain') and genital haemorrhage ('abnormal bleeding') in a 27-year-old female patient who had essure (batch no. 20210352) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bronchitis, genital bleeding, breast mass, seizure, breast cyst excision and contusion. Concurrent conditions included post procedural bleeding, cramp in lower abdomen, urinary infection, cough, rhinorrhoea, palpitation, fibroadenoma, cellulitis, facial abscess, skin rash, dental caries, facial swelling, neck sprain, cervicalgia, pain in joint, shoulder pain, neck pain, head injury, syncope, neck stiffness, scalp tenderness, myalgia upper extremities, bipolar disorder and scarring. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6) 2010, nsaids since (B)(6) 2009, paracetamol (acetaminophen) since (B)(6) 2009, salbutamol sulfate (proair hfa) since (B)(6) 2012, salbutamol sulfate (proventil hfa) since (B)(6) 2017 and sertraline (B)(6) 2015 to (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain/ abdominal pain") and migraine ("migraines / headaches"), 30 days after insertion of essure. On (B)(6) 2010, the patient experienced menorrhagia ("menstrual bleeding worse than before with a lot more clotting/ abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression/ psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("mental anguish/ psychological or psychiatric problems condition: depression and mental anguish psychological or psychiatric problems condition: depression and mental anguish"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2014, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd (gastroesophageal reflux disease)"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian pain ("pain in my left side around my ovary/tube"), adnexa uteri pain ("pain in my left side around my ovary/tube"), abdominal pain lower ("severe cramping"), menstrual disorder ("menstruation issues"), dizziness ("dizziness"), weight fluctuation ("weight fluctuation"), hot flush ("severe hot flashes ( I nearly pass out)"), presyncope ("severe hot flashes ( I nearly pass out)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device expulsion, embedded device, endometritis, abdominal pain, menstrual disorder, vaginal haemorrhage, dysmenorrhoea, depression, anxiety, migraine and gastrooesophageal reflux disease outcome was unknown, the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the ovarian pain, abdominal pain lower, menorrhagia, dizziness, weight fluctuation, hot flush and presyncope had not resolved. The reporter provided no causality assessment for abdominal pain lower, dizziness, embedded device, endometritis, hot flush, menorrhagia, ovarian pain, presyncope and weight fluctuation with essure. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, gastrooesophageal reflux disease, genital haemorrhage, menstrual disorder, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and adnexa uteri pain to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2009 one coil on left and one coil on right. Left essure was intact and right essure was broken, half in the tube and half in the wall of the uterus. The portion imbedded in the uterine wall will have to be removed at a later date as patient wanted to preserve her uterus at this time. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: negative CT scan of the abdomen and pelvis. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Pregnancy test - on (B)(6) 2010: negative. Ultrasound breast - on (B)(6) 2010: solid mass at the site of palpable abnormality at the 12 o'clock position in the left breast. Typical in ultrasound appearance for a fibroadenoma. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: abdominal pain, pelvic pain, vaginal bleeding . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Added new event bladder problems, urinary problems, bladder infection, urinary tract infection, vaginal infection, vaginal discharge. Updated outcome for event abnormal bleeding to recovered. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5035583) on 09-may-2014. The most recent information was received on 01-apr-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. 20210352) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menstrual bleeding worse than before with a lot more clotting"), dizziness ("dizziness"), the first episode of adnexa uteri pain ("pain in my left side around my ovary/tube"), the second episode of adnexa uteri pain ("pain in my left side around my ovary/tube"), abdominal pain lower ("severe cramping"), weight fluctuation ("weight fluctuation"), hot flush ("severe hot flashes ( I nearly pass out)"), presyncope ("severe hot flashes ( I nearly pass out)"), menstrual disorder ("menstruation issues"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (underwent a salpingectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, depression and anxiety outcome was unknown and the menorrhagia, dizziness, abdominal pain lower, weight fluctuation, hot flush and presyncope had not resolved. The reporter provided no causality assessment for abdominal pain lower, dizziness, hot flush, menorrhagia, presyncope, weight fluctuation and the first episode of adnexa uteri pain with essure. The reporter considered anxiety, depression, genital haemorrhage, menstrual disorder, pelvic pain and the second episode of adnexa uteri pain to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5035583) on (B)(6) 2014. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device expulsion ('migration of essure device location of device: uterus'), embedded device ('essure device was embedded in the wall of the uterus on the right side'), endometritis ('endometritis'), pelvic pain ('pelvic pain/ pain') and genital haemorrhage ('abnormal bleeding') in a 27-year-old female patient who had essure (batch no. 20210352) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bronchitis, genital bleeding, breast mass, seizure, breast cyst excision and contusion. Concurrent conditions included post procedural bleeding, cramp in lower abdomen, urinary infection, cough, rhinorrhoea, palpitation, fibroadenoma, cellulitis, facial abscess, skin rash, dental caries, facial swelling, neck sprain, cervicalgia, pain in joint, shoulder pain, neck pain, head injury, syncope, neck stiffness, scalp tenderness, myalgia upper extremities, bipolar disorder and scarring. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6) 2010, nsaids since december 2009, paracetamol (acetaminophen) since december 2009, salbutamol sulfate (uproar hfa) since (B)(6) 2012, salbutamol sulfate (proventil hfa) since (B)(6) 2017 and sertraline (B)(6) 2015 to january 2017. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain/ abdominal pain") and migraine ("migraines / headaches"), 30 days after insertion of essure. On (B)(6) 2010, the patient experienced menorrhagia ("menstrual bleeding worse than before with a lot more clotting/ abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression/ psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("mental anguish/ psychological or psychiatric problems condition: depression and mental neuropsychological or psychiatric problems condition: depression and mental anguish"). In january 2010, the patient experienced dysmenorrhoea ("dysmenorrhea"). In august 2014, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd (gastroesophageal reflux disease)"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian pain ("pain in my left side around my ovary/tube"), adnexa uteri pain ("pain in my left side around my ovary/tube"), abdominal pain lower ("severe cramping"), menstrual disorder ("menstruation issues"), dizziness ("dizziness"), weight fluctuation ("weight fluctuation"), hot flush ("severe hot flashes ( I nearly pass out)") and presyncope ("severe hot flashes ( I nearly pass out)"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device expulsion, embedded device, endometritis, genital haemorrhage, abdominal pain, menstrual disorder, vaginal haemorrhage, dysmenorrhoea, depression, anxiety, migraine and gastrooesophageal reflux disease outcome was unknown, the pelvic pain was resolving and the ovarian pain, abdominal pain lower, menorrhagia, dizziness, weight fluctuation, hot flush and presyncope had not resolved. The reporter provided no causality assessment for abdominal pain lower, dizziness, embedded device, endometritis, hot flush, menorrhagia, ovarian pain, presyncope and weight fluctuation with essure. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, gastrooesophageal reflux disease, genital haemorrhage, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and adnexa uteri pain to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2009, (B)(6) 2009 one coil on left and one coil on right left essure was intact and right essure was broken, half in the tube and half in the wall of the uterus. The portion imbedded in the uterine wall will have to be removed at a later date as patient wanted to preserve her uterus at this time. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: negative CT scan of the abdomen and pelvis. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Pregnancy test - on (B)(6) 2010: negative. Ultrasound breast - on (B)(6) 2010: solid mass at the site of palpable abnormality at the 12 o'clock position in the left breast typical in ultrasound appearance for a fibroadenoma. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: abdominal pain, pelvic pain, vaginal bleeding quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.